Event description:
It was further reported that the poly was revised due to standard practice. Upon receiving additional information of the reported event, it was determined to be not reportable as the device was only revised due to standard procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable as the device was only revised due to standard procedure. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: 00597206532 - all poly patella standard cemented size 32 mm diameter 8.5 mm thickness - 65270037. Unknown - unknown tibial component - unknown. Unknown - unknown femoral component - unknown. Report source foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00134.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient underwent a revision of the patella and articular surface for unknown reasons. Attempts have been made and no further information has been provided.